Event description:
Related manufacturer report number: 2017865-2024-03537. During an in-clinic follow-up, noise that led to oversensing was detected on the right atrial (ra) and right ventricular (rv) leads. Provocative testing was performed and the lead noise was reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.